Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced an event where the packaging was not sealed properly and was misshaped and sterile on (B)(6) 2025. No further information available.